Event description:
It was reported the patient experienced a gradual loss of therapeutic effect. Less than 50% therapy relief was noted. Impedances were high as all electrodes were greater than 4,000 ohms. An x-ray was taken, but no anomalies were seen. As a result of the event, the full system was explanted and a new lead and implantable neurostimulator were implanted. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. Analysis of the tined lead found that all conductors were broken near the tines, 5.1 cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: product ID 388928, lot# 0204527842, implanted: 2011-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 3095-10, serial# (B)(4), explanted: 2015-(B)(6), product type extension. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.